Event description:
It was reported by a business partner that a patient experienced slight irritation, redness, dryness, burning, and foreign body sensation (ou). Upon examination, the patient's ecp found moderate epithelial staining, moderate epithelial edema, mild limbal injection, moderate bulbar injection, moderate tarsal papillae, and the central corneal area clear. The patient was diagnosed with toxic keratoconjunctivitis (ou) and prescribed a steroid. The event fully resolved on (B)(6) 2016 with no change to visual acuity and no permanent injury.